Event description:
Procedure: lung resection. According to the reporter: on the second firing over lung, staples would not form properly. Another device was applied and tissue was resected. Pt status reported as ok.